Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the implant procedure, two sensor were implanted. The case started as normal. After deploying the first sensor in the left pa, the delivery catheter was being removed when the senor pulled back higher into the pa. An attempt was made to use the swan ganz catheter advanced over the guidewire to push the sensor back down without success. The patient took a deep breath and the sensor migrated to the right pulmonary artery. The sensor was flipped in the right pa and after several attempts, it was not possible to take a reading. It was decided to deploy a second sensor. This represented a clinically significant delay to the procedure and required the administration of additional sedation for the patient.